Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, due to an unrelated surgical procedure. Wherein the ipg was not placed into surgery mode, the ipg was no longer able to communicate with external devices. Troubleshooting efforts have been unsuccessful in recovering the ipg. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.